Manufacturer narrative:
Resubmission of initial report due to report error the original initial report was submitted on 10/26/2016 as MFR report #2240869-2016-55939. A preliminary investigation has found that the lantis server is infected by a virus called word_downad.ad. This virus slows down the performance of the server and the network. As a result there are timing issues leading to communication timeouts. This could result in the system not automatically recording the treated beams of the patient for one fraction. The investigation is ongoing and siemens will submit a supplemental report upon completion. Date of event - this information has been requested and will be provided in a supplemental report if it should become available. Serial number - this information has been requested and will be provided in a supplemental report if it should become available. (B)(6).

Event description:
The customer notified siemens on september 27, 2016 that treatment recording errors have occurred. It was reported that according to customer records the errors occurred one time in (B)(6) 2016 and one time in (B)(6) 2016. During these occurrences there were no network errors recorded in windows event viewer at the lantis server and rt therapist. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).